Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. The explanted rod has reportedly been lost at the hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a spinal procedure t10 to iliac using posterior fixation. An unknown time post-op, the patient presented with a broken rod on the right side at l3-l4. Reportedly, fusion had not occurred at the level where the rod was broken. The patient underwent a revision surgery to remove the broken rod.